Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method and results: product evaluation and results: functional inspection confirmed the reported event. Device rotary attachment is broken. Screws are missing. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there was no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Offset reamer handle: screws are missing.

Event description:
Offset reamer handle: screws are missing.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.